Event description:
As report was received that the patient was burned by his precision charger. The patient states he has burned but did not seek medical treatment. The patient described the burn as a blister and redness. The burn area was the size of the charger. The patient was given a replacement charger.

Manufacturer narrative:
Co initiated a recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to co and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Co is no longer manufactures or distributes charger 1.0 devices. This is the final report.